Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed issues, (1) the cleaning brush cannot be inserted smoothly due to clogging of balloon water (bw) tube, (2) a foreign body is attached to the forceps table, and (3) a foreign body is stuck in bw tube, could not be determined, as it is unknown whether there were any problems with the reprocessing procedure and no additional information was provided. The event can be prevented by following the IFU instructions for reprocessing below: "chapter 7 cleaning, disinfection, and sterilization procedures" "chapter 8 reprocessing workflow for endoscopes and accessories" "chapter 9 reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing they discovered that the angles are reduced in all directions and the image has a flare effect. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the balloon channel cleaning brush could not be inserted smoothly because of clogging of the air/water tube with foreign material due to insufficient reprocessing, and the forceps elevator had foreign material due to insufficient cleaning. This report is being submitted for the malfunction found during evaluation (clogging due to foreign material).

Manufacturer narrative:
During inspection and testing the following was found: the balloon channel cleaning brush could not be inserted smoothly because of clogging of the air/water tube with foreign material due to insufficient reprocessing, and the forceps elevator had foreign material due to insufficient cleaning. The customer¿s complaint of reduced angulation was confirmed. Due to wear of angle wire, the bending angle in up, down, left and right direction did not meet the standard value. The customer¿s complaint of image has flare effect was not reproduced. During inspection and testing the following was also found: water tightness was lost due to deformation of the scope cover, water could not be supplied due to damage to the forceps elevator, the nozzle was deformed due to handling, the objective lens had a scratch due to handling, the adhesive around the light guide lens was dirty due to insufficient cleaning, the adhesive on the bending section cover was detached, the bending section cover had discoloration due to handling, the connecting tube had discoloration due to handling, the grip was dirty due to insufficient cleaning, the air water cylinder had a dent due to physical stress, the scope cylinder was shaved due to handling, the right/left and up/down knobs were dirty due to insufficient cleaning, the control unit was dirty due to insufficient cleaning, the universal cord had discoloration due to handling, the scope connector had a scratch due to handling, the forceps channel port was deformed due to handling, the scope connector was dirty due to handling, the play in the up/down and right/left knobs was out of standard due to wear of the angle wire, noise occurred in the image due to damage on the charge coupled device unit, balloon water supply volume did not meet the standard value due to damage on the distal end, balloon suction volume did not meet the standard value due to damage on the distal end, water leaks from the balloon water feeding port due to damage on the balloon water tube, the distal end had a scratch due to handling, and the acoustic lens had a scratch due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.